Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced arrhythmia in the form of heart block. It was also reported that the right ventricular (rv) lead exhibited oversensing resulting in inhibition of ventricular pacing and was noted to be damaged due to clavicular crush and fracture. The rv lead was unable to be revised due to occlusion and was programmed off. A leadless implantable pulse generator (ipg) was implanted to facilitate ventricular pacing. No further patient complications have been reported as a result of this event.